Manufacturer narrative:
Updated method, result, and conclusion codes. Investigation analysis traced the reported issue to a user fault. Blower was overheating due to lack of maintenance/filter exchange and in combination with not reacting on blower temperature alarms caused damage of blower unit. The customer confirmed positive pressure and negative blower failure alarms with using another blower component.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Device has not been returned to manufacturer. However, log files indicate temperature alarms, with blower temperature reaching 119 degrees celsius followed by an active blower failure alarm. Technical support concluded that the clogged filter caused the alarms.

Event description:
The customer reported that the bellavista 1000 alarmed blower failure, standby voltage low, and inspiration valve leaky while connected to a patient. The customer confirmed that the patient was removed from the device and bagged by the user. The customer confirmed that there was no injury or harm associated with the reported event.